Event description:
This is one of three similar complaints from same facility. Rec'd complaint from technical director concerning the above product. States during the treatment on 12/10 the arterial main line tubing "fell out" of the bottom of the arterial drip chamber. States that the pt lost the entire extracorporeal sys, but did not require transfusion. Ebl would be >250ml. Hct on 12/8 37.1%, and on 12/10 (post event) 33.6%. Pt left facility in stable condition. Hcp also stated that upon examining the connection it appeared there was no bonding solvent present at this connection. Actual sample is available. A response letter and mailer will be sent to the user facility.